Event description:
It was reported that during routine post implant check, the threshold on the lv lead had unnacceptable thresholds and unsatisfactory capture. Patient experienced diaphragmatic stimulation. The lead remains active. No further patient complications were reported as a result of this event.

Event description:
It was reported that during routine post implant check, the threshold on the left ventricular lead had unacceptable thresholds and unsatisfactory capture. Patient experienced diaphragmatic stimulation. The left ventricular lead remains implanted, but was turned off. No further patient complications were reported as a result of this event. It was reported that the lead is still showing high thresholds. The patient felt stimulation when the left ventricular lead was turned on. The lead remains off. Further information was also reported about the implant procedure which indicated that there was a coronary sinus dissection while accessing a left lateral branch. The subject was observed for 5 minutes without hemodynamic compromise and was asymptomatic. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.